Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This is from conference presentation in (B)(6). It was reported that there was a femoral fracture around the exeter stem after the medical procedure and osteosynthesis was performed.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an exeter stem was reported. The event was not confirmed. Conclusions: a review by a clinical consultant concluded:exact failure mechanism for the 2 cases with pp-fracture is not possible to establish due to lack of proper information, x-rays would be required to establish individual causes of failure. The incidence of pp-fractures with 2 out of 30 cases is however in proportion to what is generally known from scientific literature on complications in hip revision surgery. This pr case is not device-related. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
This is from conference presentation in ¿the 42th annual meeting of (B)(6) hip society:¿ it was reported that there was a femoral fracture around the exeter stem after the medical procedure and osteosynthesis was performed.